Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing of an unspecified diagnostic procedure, the camera head's image did not appear. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. Corrected field: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely no image was due to a smashed connector with scratches on the pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing of an unspecified diagnostic procedure, the camera head's image did not appear. There were no reports of patient involvement.